Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Quality controls were within range and analyzer performance testing was within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was 2477 pmol/l and was reported outside the laboratory. The repeat results on (B)(6) 2015 were 285.2 pmol/l, 369.4 pmol/l, and 368.2 pmol/l. The result of 285.2 pmol/l reported. Information was given stating "incorrect diagnosis- medical intervention, treatment given". Specific details regarding this information were requested but not provided. The patient's current condition was given as "receiving treatment elsewhere". The reagent lot number and expiration date were requested, but were not provided. Analyzer performance testing was performed and was within specification.